Event description:
Clinic notes received indicate that the patient experienced numerous seizures on (B)(6) 2015. Patient visited the emergency room and patient was provided with medications. The neurologist notes that they have been trying to manage her seizures off any anticonvulsants and simply adjust her vagus nerve stimulator. There are no apparent precipitants and no aggravating factors or other associated complaints. There were no changes to vns settings or medications prior to this event. The physician did start to adjust the medications after the patient had reported increase in seizures. The seizures were reported to be possibly related to vns as patient was stable for a long time until recently. It was also reported that the patient recently had many changes in her life and that patient had restarted smoking and has stress, mood swings, etc. Patient underwent generator replacement surgery on (B)(6) 2015. During the surgery, the generator was initially replaced. High impedance was observed with the new generator when connected with the old lead. As the surgeon went in to replace the lead, a neck incision was made which was confirmed to be in the right location by the tc. However the vagus nerve and the electrode coils were not found in this location. The surgeon was reported to have performed a very deep and wide search for the other end of the lead, the electrodes and the vagus nerve. The lead was not replaced. X-rays were taken and there does not appear to be any gross fractures or discontinuities that might explain the high impedance. The connector pin inside the connector block did not appear to be completely inserted but it was confirmed that the surgeon inserted it completely. The explanted generator was not returned to manufacturer. No known surgical interventions were taken after the observation of high impedance.

Event description:
Additional information was received that the patient was dissatisfied with the device as she experienced a seizure and a fall recently.

Event description:
Additional clinic notes dated (B)(6) 2014 were received indicating that the patient's seizures were controlled until the past week or so, when she had 2 seizures. Per patient, these 2 seizures were the worst seizures she has ever had. The physician noted that the patient had been driving up to that point. It was associated with headaches, nausea, and photophobia. Patient got a head CT without contrast, which was normal. Patient does not have frequent headaches. It is unusual for patient to have a headache in the setting of a seizure. The symptoms are severe. There are no apparent precipitants. There are no aggravating or alleviating factors. There are no other associated complaints. Patient's output current was increased from 2.0 to 2.25 milliamps. The magnet current was increased from 2.25 to 2.50 milliamps. Patient is off all medications. Notes were also received from surgery date on (B)(6) 2015. The surgery noted that there was what appears to be a crimp on the battery lead. Excellent exposure of the carotid. There was a lot of scar tissue in the area. The surgeon tried for a very long time to find the vagus nerve but was unable to locate it. Dissection was taken down inferiorly to what was the previous lead insertion and went at least 3 cm beyond the previous insertion but the vagus nerve could not be found for lead revision.

Event description:
Patient underwent full revision on (B)(6) 2015. The explanted products were reported to be discarded.

Event description:
Additional information was received that the patient's device was disabled on (B)(6) 2015 due to continued high impedance. No known surgical intervention for the lead revision has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.